Manufacturer narrative:
The technician replaced the power control board assembly to repair the bed.

Event description:
Info received indicates the bed has no power due to liquid damage on the power control board.